Event description:
A us distributor contacted zoll to report that a patient developed skin irritation under the rear therapy electrode pads of the lifevest equipment. Patient described the area as broken open and oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.